Manufacturer narrative:
In b3, the date of event is (B)(6) 2021, not (B)(6) 2021. In d4, the expiration date is 4/30/2023. Not 4/30/2021.

Manufacturer narrative:
The pump, 2020297, was in use from (B)(6) 2021 to (B)(6) 2021 (4 days). As of (B)(6) 2021, the patient continues to have hemolysis and the patient was upsized to a p25p-001 pump.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis. The pump was completely filling and ejecting. Based on ldh values received by berlin heart from the site on (B)(6) 2021 and (B)(6) 2021, it was determined that the hemolysis was a reportable adverse event. On both days the patient's ldh level was greater than 2700 which exceeds 2.5 times the normal range for this site. Of note, the plasma free hemoglobin was greater than 2300 and greater than 1000. On (B)(6) 2021 the site exchanged the excor blood pump. On (B)(6) 2021, the ldh remained greater than 2700 and the plasma free hemoglobin was greater than 1000.